Event description:
It was reported by service report that the stretchers brakes were not engaging on the head end. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other - rue ring.